Manufacturer narrative:
Evaluation summary: the product was not returned. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no similar complaints in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
A surgeon reported a patient with a refractive surprise following an intraocular lens (iol) implant procedure. Additional information was received by a nurse who reported the patient was experiencing ghost images an the lens was off axis 26 degrees. The nurse also noted that the patient wanted correction for intermediate vision. An additional follow up was performed to the surgeon, who confirmed that at the one week postoperative examination the lens was off axis and had most likely rotated. The lens exchanged three weeks later for the same lens model. 1.5 diopters difference in power. Additional information has been requested.